Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 8, 2019.   (B)(4). The sample was not returned for evaluation, and the lot number was not provided; therefore, the event could not be confirmed and the root cause could not be determined. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible the valve may have been exposed to a pressure exceeding the safety valve's limit and it leaked. The valve will leak fluid when exposed to pressures exceeding its pressure limits as intended in order to relieve that pressure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood started to leak though the green valve while on left atrial (la) myxoma removal procedure. It was noticed during the de-airing phase and the perfusionist was coming off bypass; therefore, it was not swapped out.   There was a blood loss of 3 drops. The product was not changed out. The procedure was completed successfully.